Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735772. H6: b17, c20 and d15 apply to concomitant product ID 9735772. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that the camera cart monitor displayed a "you have been disconnected" pc over ip (pcoip) screen while in surgery. The video then came back after a few moments. The camera continued to track and the main cart monitor video stayed on during this time. It was noted that the probable cause of the issue was the pcoip. This issue caused no surgical delay. There was no reported impact on patient outcome. Additional troubleshooting was performed. The manufacturer representative (rep) immediately noted that the cart-to-cart cable was not fully seated on the camera cart side. The rep noted it was difficult to fully seat the cable into the port, but it did fully seat. The rep was not able to recreate the issue while the cart to cart was fully seated. The rep swapped the cart-to-cart cable with another system, and the cable fit fine and neither recreated the issue while swapped. The rep plugged the original cart-to-cart cable back into the camera cart and noted again that it was a little more difficult to plug it in, but no damage was seen on either the port or the end of the cable. It was likely that the issue was just because the cart-to-cart cable was not fully seated.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735796, serial/lot #: -, ubd: -, UDI#: -; h3, h6: multiple fdd/annex a codes were reported. A0902 was coded for video then came back after a few moments. A1102 was coded for camera cart monitor displayed a "you have been disconnected". The system was serviced in the field by a medtronic representative. The manufacturer representative (rep) re-seated the cart-to-cart cable. Codes b01, c07, and d07 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.